Event description:
It was reported that a spectrum pump had keypad interface was not working and the device did not respond to button when pressed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a keypad interface not working / device not responding to button presses did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was attributable to non-OEM keypad after observing all keys to be working properly in testing. The cause of the condition was determined to be failed keypad from the non-OEM keypad . The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.